Event description:
It was reported that during a colonic stenting treatment procedure, deployment difficulties occurred. A wallflex enteral colonic 30/25 x 9 230cm stent had been advanced to treat an unspecified colonic lesion. The physician attempted to recapture the stent while adjusting the stent's position, but was unsuccessful. The physician then attempted to deploy the stent, but the "deployment was locked". The entire delivery system was removed with the stent still attached to the delivery system. The procedure was completed with another of the same device. There were no pt complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.